Event description:
Reporter stated that patient's inr result with device was >8.0; lab inr for this patient was approximately 5.0. Treatment received; patient was taken off of medication for 2-3 days.